Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn. It was reported that the manufacturer representative (rep) reports electrode #7 is >10k ohms. The rep said they will program around electrode #7. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was unknown. It was also unknown if effective therapy was able to be established. The issue was not resolved and will not be resolved.